Manufacturer narrative:
The device was previously reported as being explanted on (B)(6), 2019. The correct explant date is (B)(6) 2019.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg pocket site was moved. The original implant was atop the patient's spine and was growing uncomfortable for the patient. The patient also had their scs ipg electively upgraded to access new technology. Stimulation was reportedly restored postoperatively.

Event description:
It was reported that the patient may undergo surgical intervention at the ipg site. No further information is known at this time.